Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the touchscreen activates without physical touch. Without touching the device the device will navigate to the profiles screen and silence an existing alarm if one is present due to a defective touchscreen. Additionally, all screws were exercised without any issues. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the screen switched to the patient profile automatically. Additionally, the screw cannot turn. No patient involvement.